Manufacturer narrative:
Returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded the cuff performed within product specifications. Fluid loss was not confirmed. The ams800 control pump was visually and microscopically inspected. No leak was found. The control pump was not functionally tested due to the confirmed balloon tear. The ams800 pressure balloon was visually and microscopically examined. There was a circumferential tear in the balloon shell that was the result of tool damage. The balloon was not functionally tested due to the confirmed tear/fluid loss. The balloon tear is consistent with tool damage attributable to handling of the device; therefore, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that ams 800 artificial urinary sphincter consisting of cuff, pressure regulating balloon and control pump will be returned due to unspecified reason. Additional information received stated that the entire ams 800 artificial urinary sphincter was explanted due to fluid loss.

Event description:
It was reported that ams 800 artificial urinary sphincter consisting of cuff, pressure regulating balloon and control pump will be returned due to unspecified reason. Additional information received stated that the entire ams 800 artificial urinary sphincter was explanted due to fluid loss.